Event description:
The caller alleged poor correlation results with the inratio meter. The following results were reported: inratio 1.5, the next day 1.9, the following day 1.7, a day later 1.6, a day later 1.7. Previous result: >7.5, 6.2 (next day) coumadin dose was stopped for 2 days and resumed the day before initial reported result.